Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump alarmed no delivery and motor error and was experiencing high blood glucose levels. The customer¿s blood glucose level was 466mg/dl at the time of the incident. The customer treated high blood glucose levels with manual injection. The customer declined to trouble shoot high blood glucose levels and motor error. The customer was assisted with trouble shooting no delivery, customer was able to rewind the pump. The insulin pump is not being replaced and is not expected to return for analysis.